Event description:
Customer called to report a leak at the hematocrit cuvette at the start of the first buffy coat collection. Treatment was aborted. Patient was set up on another kit, and procedure is running smoothly at the time of the call. Customer opted not to return the tubing.

Manufacturer narrative:
Batch record review of lot b725 was conducted. There were no non-conformances related to this type of failure for this lot. Lot met release requirements. Trends have been reviewed for this complaint category and no trend has been detected. The assessment is based on information available at the time of the investigation. No product was returned for investigation at the time of this report; therefore, it could not be determined if the product met specification based solely on the information provided by the customer.